Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen needles were clogged and unable to deliver medication with an unspecified bd pen needle¿. The following information was provided by the initial reporter: consumer reported almost 85 pen needle from 3 boxes are clogged. Nothing comes out of the pen needle. Every 3rd ones work. He uses levamir flex pen. Doesn't do priming. Information unavailable from 2 boxes.

Manufacturer narrative:
H.6. Investigation: DHR could not be performed as the lot number was not provided. Customer returned a total of ( 100 ) 4mm, 32g bd pen needles without the tear drop label. Consumer states almost 85 pen needle from 3 boxes are clogged. Nothing comes out of the pen needle. All returned pen needles were examined and they were all nanos. Since this complaint is to address for the unknown catalog number and lot number, the alleged issue could not be confirmed.

Event description:
It was reported that pen needles were clogged and unable to deliver medication with an unspecified bd pen needle¿. The following information was provided by the initial reporter: consumer reported almost 85 pen needle from 3 boxes are clogged. Nothing comes out of the pen needle. Every 3rd ones work. He uses levamir flex pen. Doesn't do priming. Information un available from 2 boxes.